Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms upon receipt of the pump. Customer cleared alarm; however the temperature alarm recurred. The customer's blood glucose levels were not impacted. Customer indicated that a non-tandem pump would be used as back-up therapy.